Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an integrated electrosurgical unit (iesu) error message displayed repeatedly when the customer activated bipolar energy. The customer could not provide more details on the error message. Prior to calling tech support, the customer already replaced the iesu with an external generator. Onsite was not available at the moment and the customer could not check the event logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without error. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the integrated electrosurgical unit (iesu) bipolar energy activation, but the fse couldn't find any issue. But there was iesu error c-00 several times. So, the fse replaced the iesu as a proactive action and the system was verified and ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and but the reported failure (iesu error message displayed repeatedly when the user activated bipolar energy) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.